Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 500 mg/dl. Customer¿s current blood glucose was 260 mg/dl. Customer has not managed to get his blood glucose down to 212 mg/dl and his blood glucose is started to come back up. Customer treated for high blood glucose with pump. The drive support cap appears normal. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. Customer also reported that, he received with no delivery alarm which did not occur during manual prime. The insulin pump will not be returned for analysis.